Event description:
It was reported that the proximal end of the introducer sheath was cracked and a new one was unpacked and used. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed but the exact cause remains unknown. One photo sample of a microez microintroducer was provided for evaluation. The grey sheath and dilator present within the device are being shown. A short, longitudinal split is visible near the distal end of the sheath. One section of the split is deformed causing it to bulge outwards. An inspection of the split surface characteristics and deformation could not be conducted due to the lack of a returned physical sample. The presence of a bulge in the sheath suggest the microintroducer sheath was advanced against resistance which may have contributed to additional damage. Based on the information provided, possible contributing factors include inadequate skin nick and insertion angle. Since damage to the sheath tip was noted in the images provided, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the proximal end of the introducer sheath was cracked and a new one was unpacked and used. No other information was provided.